Event description:
1987 - pt diagnosed as having system lupus erythematosis and avascular necrosis. 1998 - pt underwent right total hip replacement for avascular necrosis of the femoral head. 1991 - pt underwent an uncemented total hip arthroplasty (left) presumably for avascular necrosis on the femoral head. 8/20/1994-motor vehicle accident- pt states in accident he struck his left side against side of car. He is then seen on 11/7/94 specifically for right hip pain. 1995 - pt underwent revision of right hip. Revision surgery revealed dislocation and polyethylene wear.